Event description:
It was reported that during a procedure a non-boston scientific catheter, non-boston scientific sheath and non-boston scientific wire were used to gain access to lv via transeptal access. Physician diagnosed a pericardial effusion shortly after transeptal. A pericardiocentesis was performed and a drain was left in place. The patient was transferred to the ICU in stable condition. Physician attributes the effusion to the transeptal crossing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).